Event description:
Ous MDR - it was reported that after explantation an insulation damage was observed. The patient died. It was also reported that the death was not related to lead or device function. The date of death was not provided.

Manufacturer narrative:
The performance of the lead under complaint was scrutinised, including a visual and an electrical inspection. Upon visual inspection, the insulation was found damaged at 18 cm distal to the is-1 connector pin. Based on the characteristics and the location of this damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress in the implanted state as a result of the interaction with a partner lead, which led to an outside-in abrasion of the insulation. As a result, the conductor cable to the svc shock coil came out of the lead body at this position, due to strong pulling forces applied in the course of the explantation procedure. During analysis, further severe damages resulting from strong pulling forces were noted at the distal part of the lead. In particular, the lead body was severely deformed in the area of the svc shock coil, where the conductor cable to the svc shock coil was found fractured. The received x-ray image from (B)(6) 2014 was analysed. The system configuration suggests, consistently with the analysis of the lead, a lead to lead interaction point in the pocket area.